Event description:
In 2003, this pt was implanted with gore excluder aaa endoprostheses. In 2006, a second procedure was performed whereby three add'l aortic extender components were implanted. In 2009, a third procedure was performed whereby add'l contralateral leg components were implanted. Pt weight not provided. Further investigation is warranted.

Manufacturer narrative:
A review of the manufacturing paperwork had been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Devices implanted in 2003: discard/destroyed; devices implanted in 2006.